Event description:
(B)(6) (pt at (B)(6)) reported that mw-2014-01 emailed (B)(6) on (B)(6) 2014 that she suffered a fracture of her tibia and fibula just above the right ankle. Mw-2014-01 says the fracture occurred during her rewalk session on (B)(6) 2014. (B)(6) feels the fracture may have occurred after adjustments were made to shorten the length of both the upper and lower segments on the device causing the knees to flex when coming from a sit to stand. A sit to stand was performed twice before the lower segments were lengthened. Mw-2014-01 said she noticed her right ankle area was not looking right the evening of (B)(6) 2014. On the morning of (B)(6) 2014 mw-2014-01 said the right ankle area still did not appear right and went to the ER and was diagnosed with a fracture and placed in a cast.